Event description:
It is reported by patient's counsel that patient underwent right total hip arthroplasty in 2000. In 2008, patient experienced a sudden onset of pain and underwent revision in which it was noted that the femoral head had fragmented.

Manufacturer narrative:
Eval summary: no product was returned for evaluation. No pre-op or post-op x-rays were returned for review. Surgical notes were not available. Patient's information such as height, weight, and activity level is unk. Based on the available information, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval was unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.